Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had leak in the iab circuit.no patient involvement reported.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. 24-03-2025: the equipment was fully inspected, and the issue was found with the safety disk, after swapping the safety disk from one machine to another, the machine started working fine, therefore, the safety disk needs to be replace. Quotation needs to be submitted. 25-03-2025: safety disk quotation submitted, waiting for purchase order. Replaced safety disk against purchase order and performed all functional it for 2 to 3 hours with no alarms detected, the unit was handed over to the customer in good working condition.